Event description:
Heat exchanger is leaking. Per independent repair center statement, the unit had low o2 or yellow light. The key failure was the heat exchanger leaking. Additional malfunctions were the pilot valve was leaking.